Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 6.6, 6.4, 3.7, 6.2, 3.4 mmol. Tests were done within 20 mins with a difference of 1.4 mmol or 61 mg/dl. Pt did not experience any adverse events. No further info has been reported.